Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and medication was stuck in between divider. A field service engineer found that the drawer 4 was jammed and replaced the rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and became jammed, with medication stuck between the dividers. The nurse was unable to open the drawer from the back of the cubie; attempts to open it from the back were unsuccessful, and the medication could not be retrieved. However, there were no delays, adverse events or injuries reported based on this event.